Event description:
It was reported that a patient underwent a surgical procedure on an unknown date, where mesh was removed and new mesh was implanted. After 48 hours, a new fistula was observed through the drain and confirmed by the methileno blue. On the fifth day post surgery, a new dehiscence of suture of the fistula was found and was getting progressively worse. The patient expired in 2009, after more than thirty days of hospitalization.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted, as three devices were involved in this event. See also medwatch 2210968-2009-00672 and medwatch 2210968-2009-00674. The same patient is represented in each medwatch.